Event description:
It was reported that during a laparoscopic cholecystectomy, the clips of the device would not close properly. The case was completed with another device with no patient consequence.